Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noted decrease in vision and z-formation (z-syndrome) was noted 1 month post crystalens implant. The lens was repositioned and a capsular tension ring (ctr) was used. One day post lens reposition, the patient still had z-syndrome but not as bad. The surgeon indicated that the likely cause of the event is aggressive posterior capsular fibrosis. The patient will undergo lens exchange.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces and portion of a plate missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7560216) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.